Event description:
As reported to coloplast though not verified, patient was implanted with the aris mesh on (B)(6) 2005. Later patient experienced infection, pain, dyspareunia and urinary problems. No additional surgery was reported. Recurrence, discharge and odor.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.